Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump malfunction occurred about two weeks before reporting. There was no reported adverse impact to the customer's blood glucose level at the time of event. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.